Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient didn't know the cause, but didn't need actions or interventions because the issue was resolved. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders, and muscular dystrophy. It was reported that the patient had a return of target symptoms noting that their tremors had been really bad the last 4 or 5 days. Caller confirmed that they saw on/okay and 240 on the programmer screen. Caller confirmed no stimulation changes had been made around the time the tremors began. Caller wanted to know if they should increase the amplitude. Caller also confirmed that the patient didn¿t fall, but thought they were going to and ¿sat down real hard.¿ that occurred around the same time the tremors began. There were no further complications reported.

Manufacturer narrative:
(B)(4) does not apply to the event as the pateint did not fall. It was incorrectly applied. The correct device is (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that they were shaking more than usual. Patient stated that the ins was replaced due to normal battery depletion , further mentioning that after the surgery of replacing the ins, it did not take away the tremors. Patient stated that they went in to get adjusted by the health care professional (hcp). Patient programmer reads on/ok -b at 2.50v. Patient was advised to contact the hcp to determine what they wanted to do with the therapy. No further patient complications were reported/ anticipated as a result of this event.